Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was recommended to be replaced to resolve the issue, however, the customer declined ge healthcare service. No repair information available.

Event description:
It was reported that there was a malfunction resulting in loss of powerâ and subsequent loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.